Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.

Event description:
The sensor had migrated to the right pulmonary artery, and it was no longer possible to get readings using the patient electronic unit. A replacement sensor was implanted with no adverse consequences to the patient.